Manufacturer narrative:
It was reported following the implant procedure the patient experienced left hemiparesis and dysarthria worsening. The symptoms have begun to improve on their own. No further intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was obtained indicating that the patient now has disartry and right facial palsy, walking instability, and worsening of parkinsonism symptoms resulting in hospitalization.

Event description:
Additional information was received indicating the issue was resolved with medication.

Event description:
Related manufacturer reference number: 1627487-2021-17183. It was reported following the implant procedure the patient experienced left hemiparesis and dysarthria worsening. The symptoms have begun to improve on their own. No further intervention is planned at this time.